Event description:
Customer reported occlusion alarms. Tandem technical support advised the customer to perform specific steps, like disconnecting the tubing, tightening connections, and delivering a bolus, to resolve the issue. Blockage found in the cartridge. Reportedly, the customer did not remove air from the cartridge, and was educated on proper cartridge load procedure. The customer changed the cartridge and resumed insulin therapy.